Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : pelvic/ abdominal'), menorrhagia ('bleeding : menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". Medical conditions: essure confirmation test(s) conducted, specify: unknown (as written in ppf). Concurrent conditions included stress urinary incontinence, inflammation and headache. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("pain : abdominal"), dysmenorrhoea ("pain: dysmennorhea (cramping)"), mental disorder ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and salpingo-oophorectomy (bilateral), hysterectomy(full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain, dysmenorrhoea, mental disorder, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, weight increased, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, mental disorder, pelvic pain, tooth disorder, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: it is unknown if patient underwent essure confirmation test(s). She received treatment for pain : pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, fatigue, gi conditions, weight gain, hair loss and dental problems current weight 184 lbs. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), did not undergo confirmation test. Event menorrhagia make serious incident. Reporter information, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain : pelvic/ abdominal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify: unknown (as written in ppf). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain : abdominal"), dysmenorrhoea ("pain: dysmennorhea (cramping)"), menorrhagia ("bleeding : menorrhagia (heavy menstrual bleeding)"), mental disorder ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingo-oophorectomy (bilateral), hysterectomy(full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, mental disorder, bladder disorder, urinary tract disorder, fatigue, gastrointestinal disorder, weight increased, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fatigue, gastrointestinal disorder, menorrhagia, mental disorder, pelvic pain, tooth disorder, urinary tract disorder and weight increased to be related to essure. The reporter commented: it is unknown if patient underwent essure confirmation test(s). She received treatment for pain : pelvic/ abdominal, dysmennorhea (cramping), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, fatigue, gi conditions, weight gain, hair loss and dental problems. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- case becomes incident. Event injury was removed. New events pain : pelvic/ abdominal, dysmennorhea (cramping), bleeding : menorrhagia (heavy menstrual bleeding), psych injury, bladder problems, urinary problems, fatigue, gi conditions, weight gain, hair loss and dental problems were added. Explant date was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.